Event description:
The customer reported the pilot balloon was not holding air and the cuff deflated on the patient's tracheostomy tube. A non-routine replacement of the tube was required. The tube was discarded.